Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user describes chronic pain and tenderness at the left implant site for the past year. Further, she reported that the implant housing migrated. It was observed that implant appears to be directly posterior to left pinna. No redness or swelling was noted at implant site. Hearing performance with the device is not affected.

Event description:
The user describes chronic pain and tenderness at the left implant site for the past year. Further, she reported that the implant housing migrated. It was observed that implant appears to be directly posterior to left pinna. However, a migration could not be objectively confirmed. No redness or swelling was noted at implant site. Hearing performance with the device is not affected. The recipient reported that she has pain while wearing the device and while not wearing the device after a full day of wearing. She sometimes has to take audio processor off early due to pain. Certain movements of her head will sometimes induce pain and a shocking sensation at the site. External scans were interpreted as mastoid infection while the clinic thinks that the temporomandibular joint could be causing the pain, however the cause for the pain is still unclear. The device was explanted on the (B)(6) 2021. It is planned to re-implant at a later point in time.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the available information, the recipient suffered from diffuse pain, including headache, temporomandibular joint (tmj) and neck pain. Further, a condition post-lyme disease was reported. Considering the complicated medical history and the partly contradicting information received, it is not possible to determine an exact cause for the reported symptoms. However, the problems are reportedly present also without audio processor use and the recipient has excellent benefit from the device, suggesting a device unrelated origin of the pain. Tenderness behind the pinna, aching pain in the head and at the tmj site down to the neck are all elements suggesting a tmj inflammation, which might be still a consequence, together with the reported diffuse pain, of the past lyme disease. In addition, the reported housing migration could not be objectively confirmed. This is a final report.